Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown medication via an implantable pump. The date of the event was unknown. It was reported the pump was alarming due to the low reservoir volume (noncritical alarm). Everything was fine with the patient and there were no adverse events. The date of the event, interventions, troubleshooting/diagnostics, patient and device information, intrathecal medication, concentration, dose and lot number were not reported; additional information has been requested, but was not available as of the date of this report. Additional information was received from the hcp. The cause of the low reservoir alarm was pump failure.